Event description:
Pt had bilateral augmentation mammoplasty on 5/2/79. On 4/2/82, she had the right breast implant removed and replaced because of deflation. She has also experienced the following: prolapsed mitral valve, folded edge of prosthesis, several lesions (benign), pain and burning in breasts, arm, low back, leg, hip, ankle and knee pain, morning stiffness and swelling, ana positive, connective tissue disease, rheumatic symptoms, burning left breast 6/25/92, closed capsulotomy 11/20/80, deflation of prosthesis, kidney infections, bowel bleeding, capsular contractures, muscle fatigue, swelling of hands/fingers on occasion, fatigue, general aching/stiffness, cold feet/hands and she feels stressed and nervous. (Same rptr as medwatch 1000552.)